Event description:
Iled surgical light covers cracked at the edges and splinters of material may have fallen into pt. Possible infection was reported but no consequences regarding pts have become known till now.

Manufacturer narrative:
Additional serial numbers: (B)(4). Corrective action recall is being issued in response to this event and the investigation of complaints filed regarding cracking iled covers. It has been found that cracking is influenced significantly by the disinfectants used on them. The operating instructions do specify not to use "alcohol-based" cleaning agents on the coated iled bodies but preferentially to use it on the iled covers; but users may not be understanding these instructions completely. Evaluations identified the use of improper cleaning agents to be directly linked to the cracking of the covers. New operating instructions will be released, which will identify approved cleaning agents. In addition, all covers will be replaced on affected units with a new, more durable cover.